Manufacturer narrative:
This supplemental report is being submitted to provide the results of the final investigation. Updated fields: d9, e3, h2, h3, h6, h11. The device was returned to olympus for inspection and there is no indication that the user failed to handle or use the device in accordance with the instructions for use (IFU). A definitive root cause could not be identified. Based on the results of the investigation, it is likely the following led to the malfunction: there is no indication that the user failed to handle or use the device in accordance with the instructions for use (IFU). Olympus will continue to monitor field performance for this device.

Event description:
No additional information received from customer.

Manufacturer narrative:
The investigation is ongoing. A supplemental report will be submitted when the investigation is completed or if additional information becomes available.

Event description:
It was reported the uretero-reno videoscope had case leakage and the scope was cleaned by mistake after the leak was discovered. No additional information was provided.